Manufacturer narrative:
On 02-sep-2025 additional information was received clarifying that this event was previously reported to the FDA under g8. Manufacturer report number 2029046-2025-02800 (manufacturer¿s reference number: (B)(4). As such this complaint is considered to be a duplicate. Any other information or updates will be reported to the FDA under g8. Manufacturer report number 2029046-2025-02800 (manufacturer¿s reference number: (B)(4). Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) procedure with thermocool smarttouch sf catheter and suffered a av block which required pacemaker implantation and prolonged hospitalization. Patient received an index cardiac ablation on (B)(6) 2025 on (B)(6) 2025, patient experienced 3:1 av block categorized as severe severity and adverse event serious. In-patient or prolonged hospitalization required with an admission date of (B)(6) 2025 and discharged date of (B)(6) 2025 and requiring medical or surgical intervention. Relationship to study device was not related. The relationship to the study procedure was casual relationship and related to the index procedure. The event was expected/anticipated. The outcome is recovered/resolved on (B)(6) 2025. Intervention performed was other/pacemaker implantation on (B)(6) 2025.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31647472l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).